Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while attempting to insert syringe needle through multiple cartridge septums causing the needle to be pushed too far into the cartridge. The syringe needle bent and cartridge was damaged. Customer's blood glucose was 120-150 mg/dl. No additional information was provided.